Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2014 with the following findings: there were low battery warnings and replace battery alarms observed in the black box history with the voltage at the time of the alarms being low. The black box revealed low voltage immediately following a battery change. The current electrical draws were within specifications. The battery cap was not returned with the pump, so a test cap was used for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).